Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an out-of-focus image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, e2, e3, g2, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the electrical contact point of the video connector and looseness of the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer's issue: the internal charge-coupled device may have failed due to water immersion in the main unit's imaging and camera cable. Consequently, normal communication was not possible, leading to the out-of-focus event. Based on the results of the investigation, a definitive root cause could not be established for the reportable malfunctions identified during the device evaluation. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer: the issue was identified before the therapeutic transurethral lithotomy procedure was performed. The procedure was completed using a similar device without any surgical delay.